Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the insulin pump was scrolling and the down arrow button was slow to respond. Customer's blood glucose was 500 mg/dl. Customer treated their blood glucose with the insulin pump. Customer attributed their high blood glucose to prescribed antibiotics. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.